Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: neither x-rays nor operative notes were provided. The surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unk. Based on the available info, an exact cause for the reported condition cannot be determined. Eval: manufacturing documentation was reviewed and indicates the device was manufactured, inspected, and packaged to specification. Should additional substantive info regarding the case be received subsequent to complaint closure, the complaint will be re-opened and re-processed at that time.

Event description:
It is reported that the pt was revised due to aseptic loosening of the tibial component.